Manufacturer narrative:
The getinge field service engineer (fse) received the parts ordered and replaced the pwr sply/chrgr w/o ext dc inpt. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit and confirmed parts were defective by replacing them with known working spare parts. Repairs are ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, once the system tests were successfully completed, the cs100 intra-aortic balloon pump (iabp) switched off automatically. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the problem to be with the power supply assembly. The fse cross checked with standby power supply and confirmed the same. In order to fix the issue, the fse replaced the power supply (0014-00-0033-05). The fse then checked all the necessary parameters and found the unit ok. The unit was then handed over to the customer in good working conditions.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) switched off automatically after the system test passed. There was no patient involvement, and no adverse event reported.